Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds after implant. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had increased thresholds after implant. The lead was removed and a new lead was implanted.